Event description:
Arjo was notified about an incident with involvement of bolero bathing lift. It was reported by the customer facility that the patient of the burn wound centre was infected with a pseudomonas bacterium. Patient had an open wound which made it possible to get infected. No information regarding treatment was provided. The customer facility performed an internal investigation to find a possible cause of the infection and determined that the patient was using the bolero lift for bathing. The device¿s mattress was worn and damaged at the place where it is attached to the stretcher. According to the customer facility¿s representative, water was able to enter the mattress, which according to the allegation may have contributed to the patient¿s infection. No microbiological test results have been provided to date. The mattress was taken out of use.